Event description:
The service center was informed that during an onsite reprocessing observation with an endoscopy support specialist (ess) it was noted that the customer was not flushing the auxiliary water tube maj-855 during manual cleaning. The customer was also skipping cleaning steps on the leak testing, air water cleaning adapter, suction valve, air water valve, and biopsy button. There was no patient infection, patient involvement or device positive culture reported. This is 1 of 3 reports.

Manufacturer narrative:
The device will not be returned to the service center for evaluation. As part of our investigation, on 27may2021, the ess returned to the customer¿s site to provide an in-service with the staff that included: cleaning and disinfecting information as contained in the on-track document. The ess recommended that the customer follow all olympus reprocessing procedures as documented in the on-track forms and reprocessing manuals.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the legal manufacturer presumed that the staff was inadequately trained in handling or reprocessing in accordance with IFU. IFU : operation manual 1.4 precautions all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators. The following are specified in 5.5 manually cleaning the endoscope and accessories, 6.2 manually cleaning the accessories, 6.3 manually disinfecting the accessories and 6.4 rinsing the accessories following disinfection; fill and attach a sterile 30 ml syringe to the luer port of the auxiliary water tube (maj-855) and flush the tube with the alcohol/ rinse water / the disinfectant solution / the detergent solution /until all air bubbles are expelled.